Event description:
Info received that there was no function from siderail. No injury reported.

Manufacturer narrative:
Bed found in repair shop. Technician found ucm cable was cut with wires exposed. Replaced cable to resolve this issue.